Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40mg/dl. The cause of the low bg was unknown. Customer consumed carbohydrates to address bg level. In addition, paramedics were called and the customer was treated with intravenous glucose. Recommendation was made to discuss diabetes management with a healthcare professional.